Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's piston did not stop and was emptying the reservoir. Customer also reported that the display was discolored. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump delivered properly all bolus programmed during testing. No display changing color anomaly during testing was noted. The motor was tested outside the device and passed. The insulin pump had minor scratched display window, scratched case, scratched keypad overlay and cracked keypad overlay at the select button.